Manufacturer narrative:
Qc has been within the lab's established ranges. A field service engineer (fse) went on-site and decontaminated the instrument and replaced multiple parts. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported outside of the laboratory. When repeated on the other instrument, the results were higher and reported out of the lab. Three examples of the results were provided by the customer. No reports of death, injury or change to patient treatment have been reported in connection with this event.